Event description:
It was reported that the deep brain stimulation (dbs) patient experienced an infection in the head area wherein there was a presence of puss at the site. The patient also experienced symptoms of a fever. The patient underwent an explant procedure where the full dbs system was removed. The patient was administered antibiotics. The patient was doing well post-operatively. The explanted devices were retained by the medical facility and were not returned to bsc.

Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads upn: m365db2202450 model: db-2202-45 serial: (B)(6) batch: 7079703. Product family: dbs-ipg-r-MRI upn: m365db1200s0 model: db-1200-s serial: (B)(6) batch: 744976. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7082581. Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6) batch: 7083183. Product family: dbs-lead fixation upn: m365db4600c0 model: db-4600-c serial: null batch: 26210178.